Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s mother reported via phone call that the insulin pump had keypad anomaly. Customer's blood glucose level was unknown at the time of the incident. It was stated that the down arrow button was sticking and progressively gotten worst. The customer was assisted with the troubleshooting. The insulin pump will not be returned to the analysis.